Event description:
It was reported that the device exhibited post-paced t wave over-sensing via a review of remote transmission by the clinic. No changes were made at this time. There were no adverse health consequences, the patient was stable.